Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter was explanted/replaced on (B)(6) 2021. The outcome of the event resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
H3: the catheter (sn:(B)(6) was returned, and analysis found no significant anomaly (catheter incomplete, returned in segments). H3: the catheter (sn:(B)(6) was returned, and analysis found no significant anomaly (dried drug, blood, or foreign material occlusion in the catheter body). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID :8598a, serial# (B)(4), implanted: (B)(6) 2021, product type :catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 09-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown drug via an implantable pump. It was reported the patient was not feeling their boluses as of (B)(6) 2021. The clinical diagnosis was inadequate pain relief and the device diagnosis was catheter occlusion. The patient denied withdrawal symptoms and thought there was something wrong with the catheter. A catheter dye study was performed, on (B)(6) 2021, and failed as they were unable to aspirate due to catheter occlusion. A catheter revision was going to be required. It was indicated the event was related to the device or therapy. No actions were taken and the event was ongoing.

Event description:
Additional information received from a manufacturer representative (rep) reported the patient stated that since their revision (for occluded catheter) on (B)(6) 2021 they felt pain relief for three weeks, then on (B)(6) 2021 they did not feel relief from boluses suddenly. The patient reported pain in legs and low back. The patient that they can tell the pump was working again as they feel more relief on both sides of their back and legs. The patient stated that their boluses bring some relief and they were not as strong as they used to be. The patient's doses prior to replacement surgery were 14mg bupivacaine and 4 6mg bupivacaine boluses. The patient's pump was currently running at 5 mg bupivacaine and 5 2mg bupivacaine boluses. The patient reported pain and a change was made where the bupivacaine was increased from 5 mg/ml to 6.993mg/day. The patient has the ability to give themselves up to 5 boluses of bupivacaine at 4 mg in a 24 hour period using their ptm for a total possible daily dose of bupivacaine 26.7745mg/day. The pump was programmed to deliver a simple continuous infusion of this medication with additional boluses as needed for breakthrough pain as stated above. The patient's new pump alarm date was (B)(6) 2021. The pump program was verified and discharged in stable condition. They did a dye study on (B)(6) 2021 and were unable to aspirate. They scheduled this revision for today ((B)(6) 2021) and upon opening the spine it was discovered that the anchor had opened up because the suture cut through and the spinal segment was coiled around the anchor site. The catheter migrated from t6 to t11. The notes indicated the catheter tip was t6 (anterior). The hcp decided to open up a 8598a and use the guide wire to bring the existing catheter back to t6 since they were seeing csf flow and used the new anchor to anchor once it was at t6. The hcp stated they attempted to aspirate the entire catheter through the cap (catheter access port) and was unsuccessful. The hcp opened up the pump pocket and noticed at the sutureless connector site there was a lot of dark discharge and buildup. Additionally there was a site 13.5 cm towards the spine that looked occluded. The hcp cut the pump segment at that spot and immediate got csf. The hcp opened up an 8596sc and put on the new pump segment. The hcp was able to aspirate successfully. We did a catheter only prime. The removed catheter would be returned. The tracking number was provided. Diagnosis description was polyneuropathy (unspecified), paraplegia (unspecified), and breakdown of epidural and subdural infusion catheter. Allergies include opioids (morphine) and analogues. Medications included lisinopril 20mg tablet, mupirocin 2% topical ointment, plavix 75 mg tablet, simvastatin 20 mg tablet, warfarin 2.5 mg tablet, aspir-81 81 mg tablet (delayed release), cephalexin 500 mg capsule,coreg 12.5 mg tablet, hibicleans 4% topical liquid, and lasix 20 mg tablet.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.